Event description:
Related manufacturer reference #: 1627487-2019-09847. It was reported the patient experienced ineffective stimulation from the scs system . As such, the patient underwent surgical intervention where the system was explanted and replaced. Effective therapy resumed post-operative.